Event description:
When extracting the asnis screw that had been inserted into the distal end of the humerus, the screw was left in the patient's body in a damaged state and could not be removed and the extractor was broke off. The screw could not be removed and part of it remained. As a result, the screw remained in the patient. All the debris were removed from the surgical field/patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When extracting the asnis screw that had been inserted into the distal end of the humerus, the screw was left in the patient's body in a damaged state and could not be removed and the extractor was broke off. The screw could not be removed and part of it remained. As a result, the screw remained in the patient. All the debris were removed from the surgical field/patient.

Manufacturer narrative:
Correction - please refer g4 510 k. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences, like x-rays, were provided for investigation of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.